Manufacturer narrative:
The products were returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of hvad batteries in relation to the reported event. This included clinical event, visual & functional testing and non-conformance material record (ncmr). Thorough external visual inspection of the battery revealed no signs of physical damage, contamination or loose parts inside of the device. Review of conformance material record confirmed that the battery met all requirements for release. Functional testing of bat014270 revealed a defective cell pair drops below the voltage threshold. The reported event of "not charging" is confirmed for bat014270. An internal investigation (CAPA) has been opened to address the issue. This is two of two reports (3007042319-2013-00177 and 00178) submitted for devices related to the same event.

Event description:
This event involved a patient one year and four months after heartware lvad implantation who noticed that his/her batteries were not charging when placed in the battery charger. The batteries were removed from service and new batteries were supplied. There were no injuries associated with this event.